Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, bd conducted functional tests on 30 retained samples from lot 4288348 and another 30 retained samples from lot 4249204. All samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lots, all product specifications and requirements for lots release were met. This complaint has not been confirmed for the indicated failure mode: sleeve side piercing for batches 4249204 and 4288348 based on retain testing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed that the end of the rubber sleeve was not completely covered on four (4) devices for batch number 4288348 and one (1) device for batch number 4249204. No patient impact reported.

Manufacturer narrative:
E1. Initial reporter phone and address: (B)(6). D.2b. Medical device type: one additional code applies; jka. There were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot#: 4249204. D4. Medical device expiration date: 31-aug-2026. H4. Device manufacture date: 05-sep-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed that the end of the rubber sleeve was not completely covered on four (4) devices for batch number 4288348 and one (1) device for batch number 4249204. No patient impact reported.